Manufacturer narrative:
The used company cartridge was returned. No viscoelastic was observed in the cartridge. No cracks were observed. Stress lines were visible at the tip. The cartridge had evidence it was placed into a handpiece. The associated lens was indicated to be an company lens. It cannot be determined if a qualified combination was used without the lens model and diopter. It is unknown if a qualified handpiece and viscoelastic were used. The reported damage was not observed. The cartridge tip had stress lines which may have been interpreted as the reported damage. Stress is an expected occurrence and does not denote a cartridge deficiency. However, stress can be more pronounced if the instruction for use (IFU) is not follow. The returned used cartridge had no observable viscoelastic. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds), immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage it is unknown if qualified products were used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the iol implant procedure, cartridge fond to have cracks and had to change the cartridge. Additional information has been requested.